Event description:
It was reported that an error code was seen during a routine follow up of this device. No adverse patient effects were reported. The device remains implanted. A review of the device data by engineering and technical services (ts) noted that the device is not able to change or delivery tachycardia therapy. The root cause can not be determined from the memory dump as there is no shock into a shorted lead. Ts noted that there is a potential that the device was damaged via external energy such as electrocautery.

Event description:
It was reported that an error code was seen during a routine follow up of this device. No adverse patient effects were reported. The device remains implanted.